Event description:
Customer reported receiving a reading of 251 mg/dl on her freestyle freedom meter that was higher than she felt. Although the customer does not know exactly what time the reading was obtained, husband stated she experienced symptoms of "gurgling due to fluid in her lungs, eye staring straight ahead, sweatiness, low temperature and (was) unresponsive". Paramedics were called and upon arrival, a blood glucose reading of 30 mg/dl was obtained. However, it is unk if this reading was from an hcp or adc meter. Husband administered a glucagon injection and paramedics treated customer with dextrose IV. She was transported to a local hospital, diagnosed with hypoglycemia and treated with IV dextrose. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
It was discovered in a separate case, the customer did not use device per label copy, and did not wash hands prior to blood glucose testing. Not washing hands may cause imprecise readings. The product has been requested for investigation and a final report will be submitted when the investigation is complete.